Event description:
Customer reportedly received the following results on the aviva system within 10 minutes: 1. 491 mg/dl and 140 mg/dl 2. 362 mg/dl and 111 mg/dl sets of readings were taken on different days. No actions taken based on device results. No adverse event reported. Requested return of suspect device and strips; however, customer has discarded the strips. Replacement was sent.

Manufacturer narrative:
Will not be returned to manufacturer.